Event description:
The distal tip on the instrument broke during surgery. Additional information received from the sales representative on 8 mar 2010. On (B) (6) 2010, a female patient (B) (6) underwent a primary lumbar fusion on l4-l5. As the surgeon was adjusting one of the screws, the sequoia dorsal height adjuster broke at the distal tip with a portion of the tip breaking off completely. The severed tip of the instrument was unable to be located, however, after ample suction and fluoro, there was no evidence that the piece of the instrument was in the wound. The surgeon was able to complete the case with another sequoia driver and there was minimal surgical delay.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Evaluation is pending upon completed investigation of the product.